Event description:
Increased right leg with drainage. Posteomyelitis of patella with redness, swelling, copious serous drainage and pain. Infection and inflammatory reaction due to right total knee arthroplasty. Removal of right arthroplasty components and marlex mesh graft from right knee. Right knee debridement, irrigation and closure of antibiotic impregnated area with cement spacers.